Manufacturer narrative:
The insulin pump was received with blank flashing white lcd due to cracked lcd controller. The insulin pump had a scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to insert a new aa battery and the display did not return. The customer was advised to remove battery for 2 hours and call if display will be blank. The customer was advised that we will send replacement. The customer was asked verbally and in written form to return broken pump for analysis.